Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2011; d314trggx ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post pace and post sense t-wave oversensing (twos) on the right ventricular (rv) lead when walking up a high incline. Reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.